Event description:
Second day post-op on the floor, hemovac drain removed from knee. When dr was removing drain, 3" of drain remained inside of pt's wound. Pt was taken to the operating room for removal of drain that was retained.